Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No air bubbles present during testing using a water fill test reservoir. Unit received with minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 300 mg/dl to 400 mg/dl. Blood glucose level at the time of the call was 367 mg/dl. The customer also reported that there were air bubbles in the tubing and in the reservoir. Customer was assisted with troubleshooting. The customer was unable to remove the air bubbles and was instructed to change the infusion set. The reservoir will be returned for analysis. The insulin pump was not returned for analysis.